Event description:
Approx 8 hours post insertion for pleural effusion drainage, the 75 yr old male pt walked out of his room and asked whether the end of the drain should be attached to something. The catheter had disconnected from the hub. As a result, the pt suffered a basal pneumothorax. The dr decided to remove the drain, commence low flow oxygen and monitor the pt without inserting another drain. The pneumothorax resolved and the pt was discharged a couple of days later with no ill effects.

Manufacturer narrative:
Exp date unk as lot is unk. Product was not returned to assist in this investigation, thus, we are unable to determine why the subject catheter separated at the hub. We can advise that per qc spec, it is confirmed 100% that the tubing is secure in the fitting via a manual tug and twist, prior to further processing. In addition, this device is supplied with an instructions for use, (IFU) that instructs the clinician to perform inspections of the catheter and connections regularly. We will continue to monitor for similar complaints.